Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and unexplained high blood glucose of 655mg/dl, and he was treated with an insulin drip. Troubleshooting was performed. Assisted the caller to run a fixed prime test and the insulin did exit. Performed the high pressure test and passed. Advised the caller that the insulin pump is operating as designed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.